Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap could not be removed from the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: during investigation, the battery compartment was cracked below the bumper pad. The battery cap top was stripped. A test cap was used for all steps. Due to the damaged battery cap it was hard to be removed/inserted but the test battery cap was able to be inserted and removed fluently. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.